Event description:
On (B)(6) 2022 - desara blue tor implanted, cystoscopy confirmed normal/no surgical injury. Subject discharged same day without issue. Subject reports ae of occasional urgency beginning sometime in (B)(6) (post-procedure) and this is still ongoing, though recovering/resolving without treatment. Ae was determined by investigator to be: mild; not related to desara blue device; possibly related to sling implant procedure; not related to concomitant procedure.